Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-jun-2026, a literature review identified an article titled ¿upper extremity deep vein thrombosis after arthroscopic rotator cuff repair¿ (bmj case reports). The publication described the use of arthrex suture anchor fixation devices (bio-cork screw) during arthroscopic shoulder repair procedures. According to the publication, two (2) patients underwent arthroscopic rotator cuff repair procedures and subsequently developed postoperative complications consistent with upper extremity deep vein thrombosis (uedvt). In the first case, the patient developed progressive pain, swelling, and a sensation of heaviness in the operated upper limb on postoperative day 3. Duplex ultrasonography confirmed acute axillary vein thrombosis. Therapeutic anticoagulation with low-molecular-weight heparin was initiated and continued for three months, resulting in complete symptom resolution and restoration of normal venous flow on follow-up imaging. In the second case, the patient developed similar symptoms of pain, swelling, and tenderness in the operated upper limb on postoperative day 5. Diagnostic imaging confirmed acute axillary vein thrombosis. The patient was treated with therapeutic anticoagulation for three months, leading to complete clinical resolution and normalization of venous flow. No bleeding complications or recurrent thromboembolic events were reported in either case. No device breakage or malfunction was reported. The events occurred following procedures in which arthrex fixation devices were utilized. No lot, serial number, or detailed device-specific information was provided in the publication. Based on the available information, a causal relationship between the reported events and the devices could not be definitively established.